Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have no damage to the conductor wires or cables. During the visual inspection, the instrument was found to have a broken grip. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument allegedly had snapped a cable. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. There was no injury to the patient. The reporter was unable to confirm if there were any collisions with other instruments during the procedure and if there was missing material/damage that occurred outside of a surgical procedure. There were no report of fragments falling from the device during intraoperative use.